Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the preparation for a stenting procedure, it was noted that the stent had dislodged inside of the packaging. The 90% stenosed lesion was located in the internal carotid artery, with a length 20mm and a vessel diameter of 0.6mm. While opening a 8.0x21mm carotid monorail wallstent for a carotid stenting procedure, it was noted the stent had already come off the stent delivery system inside of the packaging. According to the customer, the packaging was intact before it was opened. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that during the preparation for a stenting procedure, it was noted that the stent had dislodged inside of the packaging. The 90% stenosed lesion was located in the internal carotid artery, with a length 20mm and a vessel diameter of 0.6mm. While opening a 8.0x21mm carotid monorail wallstent for a carotid stenting procedure, it was noted the stent had already come off the stent delivery system inside of the packaging. According to the customer, the packaging was intact before it was opened. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent had been fully deployed and the valve body had been retracted past the stainless steel marker which would allow full deployment to occur. In addition, the outer sheath had been retracted proximal to the stent holder. The stent was returned and no issues were noted with its profile. It would not be physically possible to package the device in the condition in which it was returned, as it would not fit into the blister tray due to the position of the valve body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).